Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to approximately 300 mg/dl after wearing the pod for an unspecified duration. The patient reported being admitted to the hospital and remaining hospitalized for four days; however, the date of the event was not specified. Reported symptoms included increased urination. The patient reported that the hospital diagnosis was low sodium levels. He is on a "water pill" and was retaining a lot of water, however it was not reported when he started this pill. Additionally, he said he lost 18lbs of water but again did not refer to a timeline for that loss. The patient did not specify any diagnosis or treatment provided in relation to the elevated bg levels. No additional details were provided.